Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer reported that the insulin pump was on auto mode at the time of incident. Customer stated insulin pump had insulin flow blocked alarm. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by infusion set. The device will not be returned for analysis.